Manufacturer narrative:
E1: initial reporter address - (B)(6). E1: initial reporter postal code - (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent and abdominal pain. The cause of peritonitis was unknown. Fifteen days after the onset, the patient was hospitalized for peritonitis. On an unspecified date, the patient was treated with ancef (1g, once daily) and gentamicin (80mg) for peritonitis. Approximately six weeks after the onset, the patient recovered from peritonitis. At the time of this report, pd therapy was discontinued and transferred to hemodialysis. No additional information is available.